Event description:
It was reported that when using the bd pyxis¿ es server, had multiple orders not crossed over multiple stations. The customer stated that they were unable to dispense the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where multiple orders were not crossing over to multiple stations. A technical support specialist dialed into the server, ran the downtime query, and found that the carefusion coordination engine (cce) xml and cce sent time were showing as null. They restarted the external messaging, .net services, external communication, and external inbound services, verified that the services were showing current, and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.